Event description:
Abbott diabetes care (adc) received a medwatch report that reported the following information: an unspecified issue was reported with the abbott diabetes care (adc) device in use with an unknown phone with an unknown operating system version. The customer indicated that their application was sounding message every 5 minutes, however, it was still providing glucose readings. There was no third-party treatment reported for the issue. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
An investigation was performed for the reported complaint. The customer reported for error messages. Attempt to identify the customer's reported configurations and the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of information regarding the device model name, operating system and app version, it restricts the ability to identify potential causes of the customer's reported issue. Therefore, the reported issue is not confirmed due to the inadequate information provided. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report that reported the following information: an unspecified issue was reported with the abbott diabetes care (adc) device in use with an unknown phone with an unknown operating system version. The customer indicated that their application was sounding message every 5 minutes, however, it was still providing glucose readings. There was no third-party treatment reported for the issue. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. An investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. The operating system is unknown so the g4 - PMA/510(k) number populated is for ios. All pertinent information available to abbott diabetes care has been submitted.